Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter in two pieces. The shafts and balloon were microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination of the balloon revealed that it was tightly folded, which indicates the balloon has not been inflated and there was no tears or damage. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 75.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by attaching an inflation device filled with water to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied, the balloon inflated and the catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jun-2017. It was reported that balloon inflation failure occurred. The chronic totally occluded (cto) target lesion was located in a coronary artery. A 1.20mm x 12mm emerge balloon catheter was advanced to dilate the lesion. However, the balloon was unable to be inflated after several attempts. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.